Event description:
It was reported that after the patient recharged on (B)(6) 2013, he felt pain and burning at the implantable neurostimulator (ins) site the next day. It was noted that the site was swollen. It was reported that the device went from a full charge to 25 percent. It was reported that the site was red and warm to the touch. Fever was noted as one of the patient¿s symptoms. It was reported that the patient suffered no injury or adverse event. Two days later, it was noted that the patient would be able to see a managing physician. It was later reported that the patient had ¿intolerable pain¿ and a shocking sensation when the device was turned on. It was noted that the patient¿s usage was less than before, and a full charge usually lasted 1.5 weeks. It was reported that the ins site was hot to touch ¿like pins and needles¿ since monday morning. It was noted that the implant site was very swollen and red and the outline of the ins was white. It was reported that the incision looked normal, with no oozing or pus. It was noted that the patient wanted the device checked as soon as possible. The next day, it was reported that the patient was in the hospital and the plan was to explant due to infection. Three days later, it was reported that the patient was explanted due to infection at the pocket site. It was further reported that the diagnosis was cellulitis at the ins site.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information reported there was an infection. It was noted the patient¿s device was explanted 2 to 3 months prior to report.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly, the ins overdischarge occurred after the ins was explanted and prior to being received for analysis. The ins passed all the functional tests performed during analysis.

Manufacturer narrative:
No longer applies. Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly, the ins battery had reduced capacity due to overdischarge. Analysis of the first lead (lot# va073p1016) found no anomaly. Analysis of the second lead (lot# va073p1016) found no anomaly. Analysis of the first anchor found no anomaly. Analysis of the second anchor found no anomaly.

Event description:
Additional information received reported the implantable neurostimulator site was hot to the touch "like pins and needles kind of stinging and then throbbing and very hot to the touch."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.